Event description:
It was reported that the omnipod personal diabetes manager (pdm) battery became unpleasantly hot while on the charger. The battery is not holding charge although the pdm is plugged into the supplied charger.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.